Event description:
No additional information received.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer; no product was returned therefore visual and dimensional evaluations could not be performed, and device history records could not be reviewed as no product identification was provided. Medical records were also not provided to review the event. Root cause was unable to be determined. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during plating of a comminuted distal radius and ulna fracture, the initial screw used to fixate both the ulna and volar plates pulled out of the bone; other screws were used for fixation, however, this cased the plate to shift slightly from the bone. No additional information is available.